Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The device diagnosed ventricular tachycardia/fibrillation (vt/vf) and delivered two shocks. The patient had cancer and was in poor health. The patient had fallen and paramedics were called, CPR was thought to be given. Multiple non-sustained rv oversensing episodes were noted in the merlin.net transmission. Rv undersensing was observed due to small vt/vf signals. The automatic sense control settings were at nominal for post sense. No evidence of any lead noise observed in the episodes, also securesense had auto switched to passive due to undersensing on the far-field channel, no therapy was withheld from patient due to any potential lead noise events. Non-sustained rv oversensing episodes were triggered due to loss of far-field sensing. The episodes showed no noise but rather intermittent ventricular sense amp sensing of the vt/vf due to irregular small vt/vf waves. Atp and two hv therapies were delivered. The atp did not accelerate the rhythm, the 20j shock did not break the rhythm but the 30j shock did convert the vf and the patient did return to sinus rhythm. Subsequent non-sustained rv oversensing continued to show vt/vf rates with intermittent ventricular undersensing. The final merlin.net freeze capture showed ap/bp events with a waveform that looked like pacer spikes without any paced evoked response.